Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support; and is typically not associated with a product quality deficiency. The lesion condition was described as mildly tortuous and calcified, which likely contributed to the failure to cross. Analysis of the returned product noted blood on the stent implant and on the balloon, which is consistent with advancing the sds into the body. The undamaged stent implant was stationary on the tightly folded balloon between the markers. The stent implant outer diameter dimensions met manufacturing criteria. There were four kinks in the hypotube and the soft tip was stretched and collapsed distal to the clear gap. The tip length was not measured due to the damage noted. This damage was not reported or observed during product inspection prior to use and thus, may have occurred during or after the procedural attempts to cross the lesion or possibly as a result of packaging and shipment back to abbott vascular for analysis. The hypotube and jacket were separated at the distal end of the strain relief tubing. The hypotube fracture face was oval shaped. The hypotube jacket was stretched and jagged at the separation. This type of failure is often attributed to ductile overload at a bend. Kinks or bends in the shaft can lead to weakening of the stent delivery system (sds) material such that subsequent application of force or further handling can cause a separation. Follow-up information received from the account confirmed that the hypotube got separated while trying to push the sds to cross the lesion, thus there is no indication of a product quality deficiency. The shaft most likely kinked during the attempt to cross and further manipulation of the catheter would have contributed to the shaft separating. A review of the product manufacturing records did not reveal any nonconforming material records associated with this lot and there have been no other incidents reported for this lot. A query of the complaint-handling database was performed and there have been no other incidents reported for this lot. The reported failure to cross and subsequent damage noted during product analysis appear to be related to operational context. This type of reported event will continue to be monitored. All sds are visually inspected for damage at numerous points in the manufacturing process, including a final inspection of the product before being inserted into the dispenser coil. Additionally, a sampling of product is destructively tested to verify lumen integrity.

Event description:
It was initially reported that after pre-dilation had been performed with a 1.5 x12 unknown balloon, the 3.0 x 23 rx vision stent would not cross to treat a lesion located in the proximal right coronary artery described as mildly tortuous, eccentric and mildly calcified. Analysis of the returned device revealed a proximal shaft was separation. This damage was confirmed to have occurred while trying to push the stent delivery system (sds) to cross the lesion. The sds was removed as a unit with the guiding catheter. A non-abbott stent was used to treat the lesion. No adverse patient effects were reported. No additional information was provided.